Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, this was a complex aortic repair with 3 fenestrations. Lumens appeared open on CT so right tf was attempted. A 16f esheath+ was advanced with no issues; however, it was not long enough to go above graft. The commander delivery system and 29mm s3 valve were advanced, and the valve had issues exiting the tip of the esheath. Changing angle on the tip of the sheath/ pin and pull technique were used. Eventually the 29mm s3 valve was advanced past esheath+ and valve alignment was successful. Upon the valve going over the arch, the interventional cardiologist saw something that looked like radiopaque material exterior to the valve itself seemingly attached to the valve. The delivery system and 29mm s3 valve were retracted successfully into esheath+ and removed from the body. The esheath+ was ripped at the tip; however, all appeared intact. There was no damage or bent struts visible to the valve. The esheath was cut to look for suspected piece of graft material but nothing was found. A second 16fr esheath+ was advanced with no issues. A second commander and 29mm s3 valve were advanced with no issues. Valve alignment was performed above the graft on this second attempt. The valve was deployed.